Event description:
Information obtained by lfs portugal and entered by lfs milpitas. A patient's family member reported experiencing inaccurate erratic results with a surestep meter when testing patient. The patient's blood glucose results were 366 and 162 mg/dl. Tests were done three minutes apart with a difference of 69%. Patient did not experience any difference of 69%. Patient did not experience any adverse events or change in treatment. The meter was replaced. No further information has been reported.